Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine device check. The atrial lead exhibited low impedance and noise. Clavicular crush damage was suspected. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 9.3 cm to 10.5 cm from the distal tip which exposed the inner coil. The damage found likely contributed to the reported noise and low impedance anomalies.